Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they had a note indicating that the patient had an MRI in 2019. They noted that the device was expended, functionally off, they couldn't connect to the ins at that time, and a manufacturing representative (rep) was contacted at that time. The caller indicated that this information was in a note and they didn't have any other information about what was done in 2019. The patient's spouse claimed that the patient has not used the implanted device in years. The caller indicated that they had imaging that showed an ins implanted on the left side of the patient's body. The caller stated that the information they had indicated only one implanted system was present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and consumer regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient has experienced an altered mental status including being confused and having memory loss starting at the end of (B)(6) 2019 after having a fall. Patient also reported being incontinent over the last six months. An MRI was going to be done but the patient programmer was not turning on and had a blank screen. Caller thought it needed new batteries. They also reported they didn't think the stimulator device was working starting within this year. No further complications were reported or anticipated.